Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device showed an error on panel and would not work. The issue was found during set up/ inspection for use. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation. Electrical/electronic component failure of generator, probe indicator lights up. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: electrical/electronic component failure of generator. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.